Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for endovascular repair because the proximal neck angled more than 60 degrees relative to the long axis of the aneurysm. The procedure consisted of placement of a mainbody and two iliac leg grafts. No notable event was reported. On (B)(6) 2011, add'l procedure for placement of a body extension was performed because the proximal type I endoleak had found at a f/u. The leak persisted even after the body extension was placed, but the physician decided to place another MFR's stent additionally instead of another body extension after considering that pt's proximal neck form. The leak still slightly persisted, but he completed the procedure because he did all he could do at this point. The pt will be followed closely. The pt had a favorable outcome.

Manufacturer narrative:
No consequence to pt reported. Endoleaks are listed in the instructions for use. Event is still under investigation.